Event description:
It was reported that the patient was seen by the healthcare professional the week prior to the date of this report and the patient was frustrated with how long it took to recharge and had gone into overdischarge. The implantable neurostimulator (ins) would not communicate with the clinician programmer. The healthcare professional had not even been able to get a signal on the programmer to detect a device. The healthcare professional guessed the device was completely drained to the point that it had not even recognized the device. The patient had had the rechargeable device implanted in (B)(6) of 2013. The patient had the deep brain stimulator for rubral tremor from multiple sclerosis. The patient had not turned the rechargeable device on since placement after being frustrated that it took ¿forever¿ to charge it at home the first time. The patient had an appointment scheduled for (B)(6) 2015. The patient was unable to find his recharger and was not interested in coming in to have the device turned back on. Patient was more interested in seeing if he could have the battery changed back to a primary cell. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, lot# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: neu_unknown_ext, serial# unknown, implanted: 2009-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3387s-40, lot# v300097, implanted: 2010-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was overdischarged and was explanted. The patient had less than 50 percent therapy relief. The patient grew frustrated with recharging and stopped recharging the ins. The patient had asked that the ins be replaced with a non-rechargeable ins. Programming of the patient's new ins had not been done yet, but an appointment was made.